Event description:
The iab was inserted percutaneously into the right femoral artery. After iabp for 32 hours , blood was detected by the staff in the system & iabp therapy was interrupted. No other iab inserted because a existing ischemia of the left limb was resolved once the iab was removed. The pt expired on 7/2/98 at 13:25 from a bad cardial situation. The contact stated that the death was not related to the event. The following was reported to datascope on 7/13/98: limb ischemia developed during pumping but was attributed to the over all low blood pressure of the pt. After the iab was removed, the limb ischemia resolved (the iab was removed from the pt without a problem). It was also reported that limb ischemia occurred on the contralateral limb. (Event complications: minor limb ischemia- reported 7/10/98.) (Pt's current status: expired- rpt'd 7/10/98.)